Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had deflation failure. There was no patient harm and recannulation/reintubation was not performed.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. Visual examination of the returned sample shows no sign of any defect. The sample was inflated using the parameters set out in and inflated without any issue. The sample was deflated without issue. The sample was inflated / deflated three times and no restriction noted. The reported defect could not be detected on the returned sample. The most probable root cause of this complaint is the shape of the tubing was altered using the stylet wire. All of our products undergo a four hour inflate/deflate test prior to release and it is at this stage of the process that any defects are removed from the lot. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.